Event description:
CT abdomen and pelvis was performed on an outpatient with new site IV in right ac. Optiray 320 was injected at 2cc/sec for a volume of 100cc. Approx 29cc extravasated, area marked, arm elevated, cool pack applied, md notified, rn called daily. Pt experienced no further adverse event.